Event description:
It was reported that the implantable neurostimulator would constantly turn off for about 20-30 seconds, producing intermittent stimulation sensation. The implantable neurostimulator battery was verified to be charged; the programmer would show stimulation was on. The intermittent stimulation occurred regardless of pt location. It was later reported that the implantable neurostimulator worked fine since it was placed. The pt underwent neurosurgery which reduced her pain by 95%. The implantable neurostimulator is still in place, but the pt no longer needed to turn it on.